Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and non-calcified subclavian vein. A10.0 x 40, 75cm mustang balloon was advanced for dilation. However, during the first inflation at 10 atmospheres for 30 seconds, the tip of the balloon ruptured. The device was removed without any problem using the normal method, and the procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was in good condition post-procedure.

Manufacturer narrative:
D2b - pro code (product code): fge, lit. E1 - initial reporter address 1: (B)(6). E1 - premarket / 510(k) #: k141521, k141597.